Event description:
It was reported that patient presented in ER after receiving an inappropriate high voltage therapy due to svt falling into vf zone. The device was reprogrammed and the patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.